Event description:
It was reported that bd needle 23x1 was contaminated with foreign matter. Rcc received a complaint via email. Product description: needle disposable hsi item number: 9870934. Manufacturer part number: 305145. Lot or serial number: lot number: expiry date: 5064152, 04/30/2030. Issue: client reports a "hard, white substance" accumulated on outer surface of needles, is reticent to use-- no adverse event(s) reported-- sf case (B)(4) rkel01 12/15/2025.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.